Event description:
It was reported that during an arthroscopic rotator cuff repair procedure the 4.5hlx adv br anc-dyna str/bl device broke. All the broken parts were removed. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection found that the device had the anchor still attached to the shaft and broken at the distal end. The anchor had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of 4.5hlx adv br anc-dyna str/bl would have contributed to the complained device issue. Based on the investigation findings, the possible root cause can be associated with improper instrument use, axial misalignment or levering during insertion. As per IFU-116034: 1) inserting the awl or drill to less than the specified depth, axial misalignment, or levering with the anchor upon insertion may result in anchor fracture. 2) do not apply a bending force to the inserter. This can damage the anchor or inserter tip. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-116034. Device history lot: product number : 222001. Lot number : 242l948. There was a non-conformance nr-0208440 not related. Manufacturing date: 17-nov-2023. Expiration date: 31-oct-2026. Device history batch: null. Device history review: product number : 222001. Lot number : 242l948. There was a non-conformance nr-0208440 not related. Manufacturing date: 17-nov-2023. Expiration date: 31-oct-2026. E1: the reporter¿s complete facility address was not provided.